Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system had noise observed on the right ventricular (rv) lead. This resulted in oversensing and inhibition of pacing with asystole for greater than three seconds. Shock impedance measurements increased from 41-71 ohms, in triad configuration. The patient underwent a revision procedure to replace the rv lead. When the rv lead was removed, an old abandoned left ventricular (lv) lead also came out (unintentionally). After the leads were removed completely, the patient's blood pressure started to drop. A radiologist was called for consultation and x-ray dye was injected into the patient. No cardiac tears were observed. The patient's blood pressure began to improve after being administered medications, however the patient subsequently died later that evening. Additional information was provided that an autopsy was performed. The autopsy also ruled out any cardiac tears. The patient's bypass grafts were 95 percent occluded, therefore it is believed the patient suffered a myocardial infarction during the case, never fully recovered and died later that evening.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in three segments. The insulation was torn/cut and the conductor coils were stretched and twisted. This damage most likely occurred during the explant procedure. The extracting stylet was returned inside the middle segment of the lead. Setscrew marks were noted on all terminal connectors at the correct location. Resistance testing was then performed to assess the lead's electrical integrity. Measurements throughout this test were within normal limits. The middle segment (with the extracting stylet) showed no fractures via x-ray. Hipot testing was then completed to assess the inner insulation integrity of the lead. This test was only performed on the terminal segment due to explant damage sustained on the other two segment. Hipot testing passed with the terminal segment. No further testing was performed. Analysis concluded that no damage was found, other than procedurally induced damage and the lead passed all electrical testing.

Event description:
--